Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Which was indicative of data issue. Data analysis confirmed there were no suspicious faults or resets, and the battery voltages were normal. The device was operating as intended despite the error message. As a result, the device would need to go back through auto or manual setup. The s-ICD remains in service. No adverse patient effects were reported.